Event description:
A health care professional reported a home pt rec'd a system error 2240 alarm in drain 1/3 during treatment using homechoice device. The healthcare professional reported the pt line became disconnected from the transfer set. The health care professional noted the home pt's husband keeps this connection very loose so the pt can unhook herself from homechoice on her own in the morning and the husband does not have to be bothered. The health care professional will f/u with the pt's husband. The pt was hospitalized for 5 days with peritonitis. The pt was given ancef intraperitoneally for 14 days and is responding to treatment per the health care professional.